Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was damaged. This is 2 of 2 related events. The following information was provided by the initial reporter: it was reported that the customer that two quad-fuse were breaking.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was damaged. This is 2 of 2 related events. The following information was provided by the initial reporter: it was reported that the customer that two quad-fuse were breaking. D1: medical device brand name: bd maxzero¿ multi-fuse extension set with needleless connector. D2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI #: (B)(4). D4: catalog #: mz9275. D4: medical device lot #: 22109216. D4: medical device expiration date: 12-oct2025. H4: device manufacture date: 11-oct-2022. G2: manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k140831. D10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. H6: investigation summary: the customer reported the quadfuses are breaking, and returned two used samples. The samples were both damaged at the male luer collar, with whitened plastic and cracks. One of the two had fallen off the set as the back end was cracked enough to allow space for the collar to fall off. The complaint is verified. The root cause is not related to manufacturing process, and the root cause is not definitively known. There has been a concern in the past about using alcohol wipes on the luers, causing them to become brittle. Device history record review for model mz9275 lot number 22109216 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the unspecified bd infusion set was damaged. This is 2 of 2 related events. The following information was provided by the initial reporter: it was reported that the customer that two quad-fuse were breaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.